Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse performed system decontamination with sodium hydroxide. Fresh water was used from the bottle and not from the system. Multiple samples were repeated in replicates of ten and the results were acceptable. The cause of the discordant, falsely elevated hcg results on one patient sample is unknown. Siemens is investigating the issue. MDR 2247117-2018-00032 was filed for the same event.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on one patient sample on an immulite 2000 xpi instrument. The initial result was not reported to the physician(s). The sample was repeated on the same instrument, which was higher than the initial result and falsely elevated. The sample was repeated three times on the same instrument, resulting lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated hcg results.

Manufacturer narrative:
The initial MDR was filed on 18-apr-2018. The first supplemental MDR s1 was filed on 15-may-2018. Additional information (05-jun-2018): immulite 2000 xpi s/n (B)(4) has been replaced with a new immulite 2000 xpi instrument on 29-may-2018. MDR s2 has been filed for the same event.

Manufacturer narrative:
The initial MDR 2247117-2018-00031 was filed on 18-apr-2018. Additional information (20-apr-2018): the instrument is being replaced with a new one. No further evaluation of device is required. MDR 2247117-2018-00032_s1 has been filed for the same event.